Event description:
It was reported, the programmer doesn't recognize the cables signals or the programmer's head. Possible problem with connections output. The programmer is being replaced. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.